Event description:
I purchased 5 boxes of medifine pen needles 32 g x 4mm (100 count), lot #171027p, exp: 10/26/2022; item 03-40-3240, the UDI does not seem accurate/appropriate ((B)(4)). Per the UDI regulation. This lot is defective in that the stated length of 4 mm is not always represented in the final product. A 10% of the product is 3 mm or less causing incomplete injection of the drug/saline creating a hazardous condition for the patient not receiving the required dose due to back pressure and release of the drug upon withdrawal of the needle.